Event description:
Female patient underwent sleep study. Woke up with red eye. Ten20 paste got into the eye. According to technologist, patient refused an "emergency eye wash". Patient has blurred vision in the one eye, has a scratched cornea and is taking antibiotics and using prescription eye drops. Patient has seen a physician, but has not release medical information to the sleep lab. Patient has missed some days of work and is said to be wearing an eye patch. Upon a second and third communication with lab, they have heard no more from the patient and they assume the patient has recovered.

Manufacturer narrative:
Labeling adequately warns of eye contact. Rare but known reaction. Lab contacted and follow up made to monitor patient progress. Patient has not communicated with lab. Current condition unknown for sure, but likely recovered with no further action required.